Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at the ipg pocket site. The physician determined the issue is due to the patient's weight loss. No intervention is planned at this time due to the patient having an unrelated medical condition.